Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the secondary probe was a skin probe. The baby was on continuous eeg for seizure activity. The continuous eeg did not show seizure activity currently. The baby had a large hematoma on the head. The nurse practitioner stated literature shows benefit of. Nurse wants to confirm the arctic sun device was working appropriately. They were cooling a baby at 33.5c on s/n (B)(6). It will be 72 hours at 8:15pm. The water temperature had big swings, 14c to 38c. The patient temperature was also swinging from 33.1c to 34.2c. Currently, the patient was 33.8c on the esophageal probe, and 32.7c on the secondary probe. Flow rate was 1.1lpm. Discussed causes of heat generation. Suggested placing the baby's heat directly on the pad for optimal heat transfer. The device appears to be functioning properly by adjusting the water temperature as needed, and with a good flow rate. Discussed patient factors that could be contributing to temperature fluctuations.

Event description:
It was reported that the secondary probe was a skin probe. The baby was on continuous eeg for seizure activity. The continuous eeg did not show seizure activity currently. The baby had a large hematoma on the head. The nurse practitioner stated literature shows benefit of. Nurse wants to confirm the arctic sun device was working appropriately. They were cooling a baby at 33.5c on s/n (B)(6). It will be 72 hours at 8:15pm. The water temperature had big swings, 14c to 38c. The patient temperature was also swinging from 33.1c to 34.2c. Currently, the patient was 33.8c on the esophageal probe, and 32.7c on the secondary probe. Flow rate was 1.1lpm. Discussed causes of heat generation. Suggested placing the baby's heat directly on the pad for optimal heat transfer. The device appears to be functioning properly by adjusting the water temperature as needed, and with a good flow rate. Discussed patient factors that could be contributing to temperature fluctuations. Per follow up information received via phone on 16jun2025, spoke with nurse who stated they experienced a second temperature swing. A biomed came to the floor and replaced the cable and temperature was stable after that. No further changes made. Therapy completed.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a temperature cable failure. The baby was on continuous eeg for seizure activity. The continuous eeg did not show seizure activity currently. The baby had a large hematoma on the head. The nurse practitioner stated literature shows benefit of. Nurse wants to confirm the arctic sun device was working appropriately. They were cooling a baby at 33.5c on s/n (B)(6). It will be 72 hours at 8:15pm. The water temperature had big swings, 14c to 38c. The patient temperature was also swinging from 33.1c to 34.2c. Currently, the patient was 33.8c on the esophageal probe, and 32.7c on the secondary probe. Flow rate was 1.1lpm. Discussed causes of heat generation. Suggested placing the baby's heat directly on the pad for optimal heat transfer. The device appears to be functioning properly by adjusting the water temperature as needed, and with a good flow rate. Discussed patient factors that could be contributing to temperature fluctuations. Per follow up information received via phone on 16jun2025, spoke with nurse who stated they experienced a second temperature swing. A biomed came to the floor and replaced the cable and temperature was stable after that. No further changes made. Therapy completed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the serial number is unknown. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.